Manufacturer narrative:
Section h6 correction: health effect - clinical code 4553 - drug resistant bacterial infection added. Section h6 correction: health effect - impact code 4639 - imaging required added. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and wound dehiscence, that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the infection did not resolve prior to transplant and the transplant was due to patient being elevated on the transplant list from the infection. The device was said to have been operating as expected during the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was admitted to the hospital for weakness, dizziness, fatigue, hypotension, and drainage from old chest tube site on (B)(6) 2024. An ultrasound of chest showed a pericardial effusion. Culture of the chest tube site was positive for methicillin resistant staphylococcus aureus (mrsa), blood cultures and driveline cultures were negative, and computed tomography angiography (cta) showed small focci of substernal gas. An enlarging substernal fluid collection concerning for possible pericardial abscess was also reported as well as possible left rectus abdominis myositis related to driveline. No definite surrounding fluid collection within the rectus abdominis but enlarging mediastinal fluid collection was seen anterior to the liver at the dome of the diaphragm. Findings were consistent with an underlying driveline infection. The patient was treated with antibiotics and presented to another hospital on (B)(6) 2024 where they were accepted for transplant. They were discharged on (B)(6) 2024. The patient was then admitted with a mid-sternal incision dehiscence with purulent drainage on (B)(6) 2024. A wound vacuum-assisted closure was placed, IV and antibiotics were also given before patient was discharged on (B)(6) 2024. The patient was ultimately transplanted on (B)(6) 2024.